Event description:
Revision surgery- due to the patient's knee loosening and becoming unstable. The surgeon performed a poly swap with an insert that is thicker.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 7.5 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the instability was most likely due to the patient's knee loosening. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.